Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusion. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was not advancing properly, therefore, the doctor pulled it out. The device was not used or deployed. Manual pressure was used instead of using a different closure device. The patient was reported to be in good condition, and the procedure outcome was good. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2018. The procedure performed prior to attempted use of the angio-seal device was a superficial femoral artery (sfa) intervention with atherectomy. A pre-deployment angiogram was performed. A 6fr. Sheath was used with difficulties with insertion, therefore bleed back was not achieved. They removed the un- deployed device completely. Hemostasis was achieved by manual compression. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.